Event description:
Boston scientific has become aware of the following event: the lesion was 99% of stenosis with calcification and not tortuous at rca. The catheter was failed to retrieve at the distal of the stent at the withdrawal. The guidewire exit port got caught in the distal of the stent. Therefore, a guidewire was inserted into the outer sheath and it could be removed from the body without injury.

Manufacturer narrative:
The technical eval will be performed when the device is returned to MFR. The results of the eval will be provided in the supplemental report.